Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right atrial channel. The device was explanted and replaced. This device was kept by the patient, therefore it is not expected to be returned. No additional patient adverse effects were reported.